Event description:
It was reported that 17 inch ext set w/.2mf & vlv port tubing was damaged. The following information was provided by the initial reporter: it was reported by the customer that the tubing was melted together and it was able to be primed, but it was not used.

Manufacturer narrative:
H.6. Investigation: a complaint of tubing being melted together and not being able to be used was received from the customer. One used sample returned for investigation. Through visual inspection, the customer complaint was confirmed. Three kinks were found on the tubing section that the pinch clamp were connected to. A device history record review for model 20350e lot number 21039651 was performed. There was 1 quality notifications issued for the failure mode reported by the customer during the production build of this set. An investigation was performed by the manufacturing plant. The root cause was determined to be defective raw material from the supplier. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of tubing defective/ damaged with lot #21039651 regarding item 20350e.

Manufacturer narrative:
The customer's address is unknown. (B)(6), USA has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 17 inch ext set w/.2mf & vlv port tubing was damaged. The following information was provided by the initial reporter: it was reported by the customer that the tubing was melted together and it was able to be primed, but it was not used.